Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an automatic lead safety switch (lss) due to high out of range impedances on one of the non boston scientific leads connected to this pacemaker. Boston scientific technical services (ts) discussed programming options. No interventions have been reported. No adverse patient effects were reported. The pacemaker and non boston scientific leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an automatic lead safety switch (lss) due to high out of range impedances on one of the non boston scientific leads connected to this pacemaker. The patient was evaluated and the pacemaker was programmed for unipolar pacing and bipolar sensing, with the automatic lead safety switch feature programmed off. This pacemaker and the non-boston scientific lead remain in service. No adverse patient effects were reported.